Event description:
It was reported that patient had faulted diagnostic test occur 3 times in the past 14 months, which resulted in a substantial decline in their seizure control. It is known that the m102 generator is susceptible to settings changes if diagnostics tests are interrupted. This happens because on m102 generators, diagnostics tests reprogram the patient' s settings to run the diagnostic test and then will reprogram the generator, back to intended settings, so if the diagnostics test is interrupted, then settings may not be corrected to intended settings if a final interrogation prior to ending a programming session to check settings is not performed as recommended, the patient may be left at this settings change. No additional or relevant information has been received to date.